Manufacturer narrative:
H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was exchanged for the same model/shorter length and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b5- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Disregard initial MFR report as it is n/a. Claim# (B)(4).